Event description:
Approx 11 months post-implant, an echocardiogram revealed a fluctuating structure in the area of the aortic valve and an annular abscess. The sjm valve was explanted and replaced with a bioprosthesis from another MFR. Intraoperatively, it was noted that the sjm valve leaflets were covered in endocarditic deposits. An abscess was found in the region of the coronary sinus. The pt was reported to be in good condition postoperatively.

Manufacturer narrative:
The results of the investigation are inclusive since the device was not returned for analysis. Our investigation was limited to review of the device history record, which showed that each mfg and inspection operation was performed and indicated complete in accordance with sjm specs and procedures. Based on the info received, the cause of the reported annular abscess remains unk.